Event description:
It was reported that the when the power wheelchair is tilted all the way back and then moved into a normal sitting position there is a point where the tilt actuator drops and catches, making the transition not smooth.